Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient deceased at home due to chronic hematological disease. There is no known allegation from a health professional that suggests that the device related. No additional information was reported.